Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted. It was further noted that the right atrial lead was damaged during extraction. The lead was explanted. No further information was available.

Event description:
New information available on (B)(6) 2018 states that the atrial and right ventricular leads were fractured due to a knot in the leads.

Manufacturer narrative:
A partial lead with the distal segment of the lead measuring(B)(4) cm (inner insulation / inner coil / outer insulation / stretched outer coil) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.